Manufacturer narrative:
The device was received for evaluation spiked into an empty admixed 50ml solution bag. The sample was removed from the zip lock bag at which time the tubing separated/fell out of the drip chamber outlet port. Visual inspection with naked eye and by touch revealed that there was no sign of a solvent on the tubing, and no tackiness was noted. The reported condition was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber of a clearlink secondary medication set separated from the tubing. It was not specified when in the process this event occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.